Event description:
A 6f angio-seal evolution device was deployed. The physician reportedly disconnected the compaction tube from the device to make sure that hemostasis was achieved. The pt was immobilized for four hours post procedure. Immediately after mobilizing, bleeding occurred and hematoma appeared requiring surgical intervention. It was reported scar tissue was present at the puncture site.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.